Event description:
When the exploring probe was in use during a vertebral column endoscopy, the flexible tip of the inner part broke off. The break has been noticed immediately by the surgeon and he could remove the broken tip without complications. The surgeon took another exploring probe and he could continue the operation without interruption. The malfunction of the instrument had no consequences for the pt.

Manufacturer narrative:
The inner part 892501625 is a component of the exploring probe with flexible tip 892501925. We had no similar damages by this product in the past and we don't know the real reason for the cause of the damage. For further investigation we sent the broken tip to an external laboratory.